Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the system controller pcb assembly and completed other unrelated repairs. After observing proper device operation, the device was returned to the customer for use. Physio-control further examined the removed system controller pcb assembly and observed that integrated circuit, designator u61 is thermally sensitive and caused the device to reboot and not complete the boot-up process. Also, pin 23 on u61 is shorted to ground, which causes constant rebooting.

Event description:
The customer contacted physio-control to report a non-critical issue with their device and the service indicator was present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device will not complete the boot-up process. As a result, defibrillation would not be available, if it were necessary.